Manufacturer narrative:
A field service engineer (fse) traced the leak within the instrument to a piece of split peristaltic pump tubing that feeds into the liquid waste. The fse replaced the tubing, primed instrument fluidics, and then confirmed there was no more leakage occurring within the instrument, the fse confirmed qc was performing within the customer's established limits and verified hardware. Hardware is the root cause of this event.

Event description:
A customer called hotline and reported that a fluid was leaking from the unicel dxl 600 access immunoassay system. Per customer, there was no exposure to the leaked fluid.